Manufacturer narrative:
Pending evaluation.

Event description:
While reaming the glenoid, the spring and collar from the handle broke off. Handle was replaced, all parts were retrieved. No adverse effects to the patient or the outcome of the case. Patient was last known to be in stable condition following the event. Device to be returned for evaluation.

Manufacturer narrative:
Section h10: (h3) the disassembled tri-drive handle reported was likely the result of the retaining ring responsible for maintaining assembly of the sleeve on the modular cannulated tri-drive shaft becoming deformed as a result of obstruction of the tri-driver collar while reaming.